Event description:
A report was received that the patient developed infection at the neck incision site. The symptoms included redness and drainage. The physician believed that the infection was not device related but was related to the procedure or post-operative care. Antibiotics was prescribed and the patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility.